Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's cartridge was dislodged while the case was being taken off. Customer's blood glucose (bg) level was 593 mg/dl. Elevated bg was addressed with a bolus via the pump. The customer loaded a new cartridge into the pump and resumed insulin delivery.